Manufacturer narrative:
A different mask from the same part number/family was used to no ill effect.

Event description:
Opening on the connector portion of the mask has a thin membrane that won't allow air/o2 to enter. This was not noticed as the mask/t-piece would allow to check peep due to pressure created by membrane on the mask.